Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Reportedly, the patient calibrated during periods when cgm values were not present. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. No additional event or patient information is available.